Manufacturer narrative:
On november 09, 2023, mentor was notified that the patient had bottoming out of the right breast which required surgical correction without removal or replacement of the implant device. Reason for device explant and/or reoperation: breast pain, device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient, during a consultation with a medical professional, reported she was frustrated with the appearance of her breasts and had breast discomfort regularly. She was observed to have a laterally displaced left breast implant, firmness of the left breast, and unfavorable scars of the breasts. Subsequently, she was diagnosed with baker grade iii capsular contracture of the left breast. As a result, the patient underwent unilateral removal and replacement with a left-sided 500cc mentor memorygel breast implant on (B)(6) 2023. There was no reported procedure performed for the right breast. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-13254 for the contralateral event.